Manufacturer narrative:
Follow-up #1: date of submission 09/23/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/29/2016 with the following findings: black box shows evidence of unexplained "por" events on (B)(6) 2016. Moisture was evident behind display lens. Pump powers with returned battery cap to a blank display. Within three minutes pump alarms with an audible tone and vibration alert per normal operation. Battery cap is unable to fully tighten. Battery compartment cracks observed in thread area and below grip pad. No evidence of moisture contamination inside battery compartment. A cover crack was observed between corner of display lens and case seal. Base crack also observed between case seal and keypad. A leak test shows leaks at battery compartment crack and cover crack. Removed pump case. Evidence of moisture contamination throughout inside of pump. A blank display due to internal moisture contamination. A "no power" event was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.